Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 7 atmospheres, the balloon ruptured. The device was replaced, and the procedure was continued with a different device. No patient injuries reported.